Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they have reached out to the manufacturer representative who helped them reset the battery and charger. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for peripheral neuropathy. It was reported that the patient had a power on reset (por) error code. They tried doing a reset, but nothing was happening. It was later reported that they spoke to a manufacturer representative (rep) and they were able to help the patient with a battery/charger reset. No symptoms or further complications were reported or anticipated.